Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero needless connector had flow issues the following information was received by the initial reporter with the following verbatim: it was reported by customer that I checked and our teleflex / arrow center channel assemblies do indeed contain maxzero needleless connectors: however when we removed the plug during use with the level one, we also irrigated the line with 20 ml of ns 0.9%, so I cannot certify 100% that the plug was the only cause which prevented high flow perfusion.